Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a backup audible alarm error message. The event occurred before infusion. There was unknown physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device cracked on the top case and right plunger case. Event history log review found no errors related to the reported issue. Functional testing was able to replicate the reported issue; backup audible alarm post was found at power up. The root cause was determined to be the main pcb did not operate as intended. The main pcb was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.